Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
When the customer connected a nipro infusion set to a maxzero and passed the saline through it. It leaked out from the connection.

Event description:
Material number updated. When the customer connected a nipro infusion set to a maxzero and passed the saline through it. It leaked out from the connection.

Manufacturer narrative:
One mz5303 extension set was received without packaging for investigation. The sample was contaminated with blood and no connecting product was returned. The customer reported leakage between the maxzero and a nipro infusion set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to pressure testing in order to replicate the customer's experience; however no leakage was observed from the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23039125 or 23039126. A review of the production records for lot 23039125 and 23039126 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.